Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the rep reported that during the cavity integrity phase an unexplained fluid loss alarm occurred on the console. The sheath was removed from the patient and found to be punctured. A second of the same genesys procedure set was used to complete the case without any further complications. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.